Manufacturer narrative:
Concomitant medical product: 1388t, lead, implanted (B)(6) 2002. Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the device was displaying all lead impedances as out of range. It was noted that the lead pins were confirmed to be inserted properly in the header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.